Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A kink from the packaging could be seen at the distal end of the strain relief. Additional visual investigation and functional testing found that when the device was not in the straight position, a slight obstruction could be felt on the distal side of the strain relief but a guidewire was still able to be passed. The balloon successfully inflated, maintained volume, and deflated. A faint witness mark could be seen where the strain relief interacts with the shaft.

Event description:
It was reported that during preparation for a lead extraction procedure, the bridge occlusion balloon could not be loaded onto the guidewire prophylactically. Reportedly, when attempting to pass the wire through the device a complete occlusion of the lumen was identified. Another bridge device was opened and prepared for the procedure. The procedure then proceeded as planned.